Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed.

Event description:
On (B)(6) 2018, a reporter contacted animas alleging that the pump was malfunctioning. This complaint is being reported based on the allegation of an issue that may cause an interruption of insulin delivery. There was no allegation of an adverse event associated with this complaint.